Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient had diabetes for many years and was treated with insulin injections. On (B)(6) 2024, the patient used the brand new insulin degludec and insulin as part injection. After putting on a new needle, the patient found that no medicine flowed out when exhausting the air out. The patient came to the hospital to consult with the doctor the next day, the doctor found that the needle-npe of the disposable injection pen needle was broken. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code: 320543, quantity of needle for this incident was 1. The needle-npe broken was caused by the patient exerting too much force during installation. No photos taken, no samples retained, and no customer response is needed. Sample availability: no sample availability details: no sample available.